Manufacturer narrative:
Zimmer biomet complaint(B)(4) . Concomitant medical products- biomet microfixation sternalock screws, catalog #: ni, lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the patient does not wish to return them. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to loosening. During a visit to a chiropractor, the patient was advised that several screws were loose and one screw was just floating around, confirmed by CT scan. During the revision, the lower plate and screws were removed. The patient stated the two upper plates and screws were also loose, but remained implanted because there would be nothing holding the patient together. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These parts were removed in a revision, therefore, the complaint is confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For all plate 8 hole x implants (part# 73-2623) in the previous year (from the notification date), the total complaint rate is 0.18% which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.